Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported by the facility that during an unknown procedure, there have been three sheath tips break on the trocar blunt tip xcel stability. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient. Two devices will be returned.